Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing (sensing integrity counter [sic] and non-sustained tachycardia episodes). Periodic oversensing was noted with arm movement and pocket manipulation. It was further reported that there was noise present and that the noise was sufficient to require a new rv lead be placed. The lead was capped and replaced. No patient complications have been reported as a result of this event.